Manufacturer narrative:
H11: the actual devices were not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and the sponge (foam) was observed separated from the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had the "iodine sponge not attached". This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.